Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. Upon arrival the fse connected the patient simulator and connected to the bp adapter cable and was able to zero and run at 150. The unit read 150 on bp. The fse tested and zeroed the unit numerous times without any issues. The fse alluded that the customer's bp cable was bad but could not verify it. The fse also performed the ECG and bp gain checks without any issues. The unit passed all calibration, functional and safety tests and was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not reading blood pressure (bp) and not zeroing. No patient harm, serious injury or adverse event was reported.